Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked case reservoir tube window corner. No reset alarm anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump reset when placing new battery and cracked on reservoir compartment. No harm requiring medical intervention was reported. The device will not be returned for analysis.